Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon via implanted infusion pump for an unknown indication. The catheter on the spinal cord side was replaced on (B)(6) 2025. The drug concentration was changed from 2000 mcg/ml and the flex dose rate was changed to 96.1 mcg/day. The remaining drug in the pump at the time was 13.3 ml. On (B)(6) 2025 the effect was too strong according to the physician so the drug concentration was changed from 2000 mcg/ml to 500 mcg/ml in order to reduce the daily dose. A device inspection was performed, butit was confirmed that there were no problems. The daily dose was reduced because the drug was excessively effective, and the patient's follow-up is being monitored. Regarding excessive effect, the outcome was not recovered. Regarding excessive effect the causal relationship to drug was related and unrelated to the pump, catheter, programming, or procedure. Additional information was received from a foreign healthcare provider via a distributor. On (B)(6) the dosage was changed from 96 g/day to 60 g/day, and after 24 hours, the symptoms improved resulting in a significantly better condition. The reduction in dosage has resulted in a significantly effective outcome. Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2025. Regarding the reason for the catheter replacement surgery, it was indicated that this is a patient with two pumps placed, but no effect was observed. Contrast imaging, etc., were performed but no particular problems were identified so both catheters were replaced. The model 8637-20 pump with serial number (B)(6) was reported as in use regarding current status. The model 8637-40 pump with serial number (B)(6) was reported as in use regarding current status. The model 8781 catheter with lot number (B)(6) was explanted (B)(6) 2025. The model 8781 catheter with lot number hg6hsva05 was also explanted on (B)(6) 2025. Both catheters that were explanted on (B)(6) 2025 were indicated as having been discarded by the healthcare provider. Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2025. It was clarified that the catheter with lot number hg6hsva05 was implanted on (B)(6) 2023 and the use before date regarding the catheter was (B)(6) 2024. It was further clarified that the catheter with lot number n435212002 was implanted on (B)(6) 2014 and the use before date regarding the catheter was (B)(6) 2016. It was clarified that the pump with serial number (B)(6) was implanted on (B)(6) 2023. The date no therapeutic effect was first observed was unknown. The cause of the patient having had no therapeutic effect was unknown. Regarding the patient having no observed therapeutic effect, and if replacement of both catheters on (B)(6) 2025 resolved the issue, it was indicated that the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6hsva05 implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter. Product section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-sep-2024, UDI#:(B)(4) refer to related MFR report # 2182207-2025-01576 associated with model 8637-40 pump serial number (B)(6) and model 8781 catheter with lot number n435212002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.